Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a tb safety syringe with needle. The customer reports, "after the rn gave the injection with the syringe they activated the safety shield and another needle came out the bottom of the shield and poked their thumb. The needle was clean."